Event description:
A customer reported experiencing a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use a manual injection method to ensure continuous insulin delivery and was provided with a replacement pump by technical support. Technical support confirmed the return process for the old pump, which involved returning it within 10 days using the provided return box and pre-paid label.